Event description:
It was reported that the 2.5x23mm xience pros stent delivery system (sds) was removed from packaging, rinsed and pulled out of the protective sheath. The device was used in the patient and at some point the proximal stent struts were noted to be flared. Another same size xience was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided. Per device analysis, fluid was observed leaking from a pin hole balloon rupture, located by the proximal balloon marker.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported material deformation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation, noted leak, and noted material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.